Manufacturer narrative:
The t:slim g4 user guide states, " do not use any other insulin with your system other than u100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple intermittent occlusion alarms. Customer reported experiencing diabetic ketoacidosis and elevated blood glucose (bg) levels up to 439 (mg/dl). A pump bolus was delivered to address bg levels. Due to occlusion alarms occurring in the past, troubleshooting with tandem technical support to determine the source of the occlusion was unable to be performed. Customer changed site and resumed insulin delivery.